Manufacturer narrative:
The component involved in the event is a long thin vertically mounted door frame panel. It is a cosmetic, non-functional component that is attached to the device by several adjustable press-click type fasteners. Device inspection revealed that the clips had not been sufficiently tightened during installation, causing the panel to come loose. The component was reattached and secured by a service technician in accordance with the installation instructions.

Event description:
While a department worker was unloading the cart washer on the unload side of the unit, one of the vertical trim panels fell and struck the worker in the head. This resulted in the employee receiving a "bump injury" and her seeking medical attention in the ER. The injury was deemed to be minor and the employee is doing fine.